Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a "status 90" message was observed and the device would not charge energy. The complainant indicated that there was no pt involvment in the reported malfunction.